Event description:
A customer observed lower than expected vitros tsh results for multiple proficiency samples run on a vitros eciq immunodiagnostic system. The vitros tsh results obtained (sample 1 = 0.14 miu/l, sample 2 = 1.76 miu/l, sample 3 = 0.09 miu/l, sample 4 = 7.22 miu/l) were lower than expected compared to the peer mean provided for each sample (sample 1 = 0.67 miu/l, sample 2 = 5.42 miu/l, sample 3 = 0.50 miu/l, sample 4 = 19.68 miu/l). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from multiple proficiency samples run on a vitros eciq immunodiagnostic system. An ocd field engineer performed service actions on the reagent metering and well wash subsystems. No further investigation was performed using vitros tsh lot 4010 as an alternate reagent lot was put into use. The customer repeated the proficiency samples using the alternate vitros tsh reagent lot and acceptable results were obtained. The investigation was unable to determine a definitive root cause. Although no instrument or reagent issues were specifically identified, neither could be ruled out as potential contributing factors. The root cause of this event is unknown.